Event description:
An engineer reported a problem with the infusion during a vitrectomy procedure. Following a delay of only a few minutes, an alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).